Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient ((B)(6)) underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis the event was discovered during use of biosense webster products during mapping phase. No ablation was performed prior to effusion. During procedure the patient¿s blood pressure dropped and pericardial effusion was confirmed with transthoracic echo. There was no evidence of effusion prior to procedure. There was a suspected perforation. Pericardiocentesis was performed. There is no information about the need for extended hospitalization. The patient had fully recovered. Physician did not provide a causality opinion. Transseptal was performed with unspecified st. Jude¿s device. The irrigation settings were set to 2ml/min. No error messages were observed on biosense webster equipment during the procedure. The event is conservatively reported under the ablation catheter.